Event description:
A pt underwent a spinal surgical procedure in which adcon gel was administered. Some time later, the pt presented with a delayed cerebrospinal fluid leak. No add'l info ws available.